Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device code (B)(4): off-label use (under 21yrs of age at date of implant). Investigation type (B)(4): lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that, while implanting a 13.2mm vicmo13.2, -12.0 diopter implantable collamer lens into the patient's left eye (os), the lens tore. The lens was removed intraoperatively on (B)(6) 2021. An alternate lens was implanted at a later date and the problem was resolved. Reportedly, there was no patient injury. The cause of the event is reported as unknown.